Event description:
The customer reported the display was blank. Not in use. The investigation is ongoing.

Event description:
The customer reported the display was blank. Not in use. The investigation is ongoing.

Manufacturer narrative:
The ventilator was received at the manufacturer's bench repair center and evaluated by a bench engineer (be). The be confirmed the reported problem of the blank display. No primary alarms were displayed. The unit will not boot up. Event logs and options were not recovered. The be believes the power management board needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) was able to confirm and duplicate the complaint. The asp replaced the user interface pcba however it did not resolve the issue. The asp suggested for the customer to send the ventilator in to the manufacturer's bench repair center.

Manufacturer narrative:
The bench engineer replaced the cpu pcba and performed tests. All tests passed.

Manufacturer narrative:
The cpu pcba and lcd assembly were returned for failure analysis. Visual inspection of both parts revealed no evidence of damage or contamination. The lcd assembly was tested, and no failures were identified. The cpu board was tested, and it was determined that the defective u53 on the cpu pcba prevented the ventilator to power on.